Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve protruded. Reportedly, no part of the spyscope ds device was detached and there was no accessory device inside the spyscope ds when the working channel sleeve protruded. The procedure was completed with another spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual assessment was performed. The catheter demonstrated signs of use. As received, the working channel sleeve (wcs) protruded, confirming the complaint. A functional assessment for wcs protrusion was performed and maximum wcs protrusion was observed when the distal tip was articulated by turning the large knob in the clockwise direction. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The total wcs length was measured. The unbonded length was measured. The wcs was removed. Witness marks were noted on the pebax. The white and clear areas along bond a appear to show evidence of adhesion. Based on the investigation results, the root cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Wcs protrusion in devices manufactured with post 01mar2018 changes has been determined to be a design issue. Therefore, the complaint investigation conclusion code selected for the wcs protrusion issue is design specification, which indicates that the device problem was traced back to the design specifications which include but are not limited to the device requirements, testing processes, hazard analysis, implementation strategy, and user needs. An investigation is underway to address this issue. A device history record (DHR) review was performed and no deviations or non-conformances were found. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve protruded. Reportedly, no part of the spyscope ds device was detached and there was no accessory device inside the spyscope ds when the working channel sleeve protruded. The procedure was completed with another spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.